Event description:
The mammosite hdr treatment balloon catheter that was placed in the patient's breast in 2008 ruptured two days later. The ruptured mammosite balloon catheter was removed and replaced with a new mammosite balloon catheter which was done in the surgeon's office the next day. The surgeon's office is: dr. This caused a treatment delay for breast cancer.